Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the egrams secondary to oversensing on both the atrial and ventricular channels one day post-implant. As a consequence of this oversensing, ventricular pacing was inhibited. With pocket manipulation, the ventricular oversensing could consistently be recreated. However, atrial oversensing was only intermittently observed.